Manufacturer narrative:
Video review: white in appearance shadow is seen over implanted iol. Based on our observation of the provided video, white in appearance shadow is seen over implanted iol. No root cause identified to date. No reports of impact to visual function in any of the complaints reported. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Returned photos show implanted iols. The origin of the reported complaints cannot be confirmed from the returned photos. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during the intraocular lens (iol) implant procedure, the physician noticed a oil/white haze on anterior surface of iol. Only could see with microscope and remains post-operatively seen on slit lamp. Iol as left in eye and are being monitored. The physician doesn't think it affects visual acuity. Additional information received and stated that, during the surgery the physician noticed sheen over the lens. Iol were left in the eye and are being monitored.